Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was showing high impedances. It was found that the lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.